Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be due to patient morphology/pathology. The reported poor image resolution was due to the dilated right atrium. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a combined mitraclip and triclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 2-3, tricuspid regurgitation (tr) with a grade of 4, tethered septal leaflet, and dilated right atrium. A triclip steerable guide catheter (tsgc) (tsgc0202, 31130r1077) was inserted and used to treat the mitral valve. A mitraclip xtw was inserted and deployed on the mitral valve, reducing the mr to a grade of 1. There were no device issues with the tsgc and there were no adverse events related to the triclip steerable guide catheter. After the mitral valve repair, the tsgc was retracted from the left atrium to the right atrium to treat the tricuspid valve. A triclip xtw (40312r1116) was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred and the after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second additional triclip xt was deployed anterior to the slda clip. To further reduce tr, a third triclip xtw (40425r1011) was inserted and deployed. However, difficulties visualizing the clip occurred, and after deployment, the third triclip detached from the septal leaflet and remained attached to the lateral posterior leaflet (single leaflet device attachment/slda). The procedure was completed with three clips deployed on the tricuspid valve, reducing the tr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.